Event description:
The twist drill broke while drilling the mandible. Pt health was not compromised.

Manufacturer narrative:
Product discarded by doctor. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.